Event description:
Customer reportedly received results of 198 mg/dl and 104 mg/dl within 10 minutes on the aviva system. High blood glucose symptoms were reported with these results. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.